Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. Review of the stored data identified a red alert had occurred previously for the same issue. A boston scientific technical services consultant discussed the reported clinical observations with the caller. No adverse patient effects were reported.